Event description:
Both units had failed to give blood pressure readings on various occasions. Nibp had inflated pressure and failed to deflate-with the result of the pt's arm becoming purple. This nibp now appears rectified and is working.